Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to insulation damaged. During the implant case, the suture too tight and was damaged. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information received which indicates that this rv lead will be return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to insulation damaged. During the implant case, the suture too tight and was damaged. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.